Event description:
This report summarizes malfunction events. A review of the events indicated that two (2) patient samples tested on the galileo neo automated blood bank system produced different abo/rh phenotype results versus other facilities' results or, customer tube test results. One patient sample on the galileo neo resulted in an abo phenotype of a+ versus typing of ab+ reported by two other facilities without explanation or detail regarding the two facilities. A second patient sample demonstrated a phenotype of b+ on the galileo neo with an equivocal result for anti-a. The customer's tube test produced a 1+ result for anti-a. The customer reported an a sub b result due to the results found in tube. The galileo neo's operator manual states the instrument cannot be relied upon to demonstrate hemagglutination for grade 1+ or less found in the tube methodology. Through post event tests and investigations, no specific causes were determined for the malfunctions.